Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module distorted image. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the lg cable connector fluid damage, the insertion flexible tube (ift) coating damage, the up pulley wire stretched, the angle wire corroded, the control body corroded, the mechanical base plate corroded, the ccd driver pcb corroded, the electrical connector corroded, the lg cable connector corroded, the nozzle gluing missing, the suction channel dirty, the distal body worn out, and the angle wire grinding; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.